Event description:
It was reported that the patient underwent a lumbar discectomy and fusion using the xia system from l-3 through s-1. 4 weeks post-op, the patient indicated that both s-1 screws were broken and the patient noticed some acute pain in the lumbar region. Therefore the patient underwent revision surgery to replace the two broken screws and were replaced with xia 3 screws. Zithin six weeks of the second surgery the patient experienced the same acute pain in the lumbar spine and was diagnosed to have fractured the s-1 screw again. The patient complained of constant pain in the lumbar-sacral area and a stabbing pain when the patient moved around in bed.

Manufacturer narrative:
Method: device history review; results: the device has not been returned, testing and inspection cannot be performed to confirm the event and aid in root cause determination. Furthermore, without x-rays of the construct, analysis of the surgeon's technique cannot be performed, as this likely contributed to the event. Conclusion: without any additional information, including lot # and cat #, the root cause of the reported event cannot be determined conclusively.

Event description:
It was reported that the patient underwent a lumbar discectomy and fusion using the xia system from l-3 through s-1. 4 weeks post-op, the patient indicated that both s-1 screws were broken and the patient noticed some acute pain in the lumbar region. Therefore the patient underwent revision surgery to replace the two broken screws and were replaced with xia 3 screws. Within six weeks of the second surgery the patient experienced the same acute pain in the lumbar spine and was diagnosed to have fractured the s-1 screw again. The patient complained of constant pain in the lumbar-sacral area and a stabbing pain when the patient moved around in bed.